Manufacturer narrative:
Resubmission of initial report as per FDA on 7/28/20. The system was checked by a siemens local service engineer. The engineer inspected the table side control (d1) and found a large amount of liquid in the rear part of the housing. The table side control was replaced by the engineer to fix the issue. This report was submitted september 22, 2015.

Event description:
It was reported that unintended table movement occurred on the siemens axiom icnos r200 system during a water soluble exam. The table was at 0 degrees angle when it started moving towards the floor with a patient being present. The reported movement occurred without any operator's input. The system movement was stopped by pressing the emergency stop button. There are no injuries attributed to the event.